Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there were minor scuffs on left corner of the base. A review of the event history log identified motor rate errors in the history. Functional testing was performed using the occlusion test and the reported issue was able to be duplicated. There was debris present on worm coupler / facets. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the worm coupler.

Event description:
It was reported that the pump exhibited a failed plunger rate travel test and had a motor rate error. No patient injury was reported.